Event description:
It was reported that (1) device was used during a video assisted thoracic lobectomy surgery. It was reported by the affiliate that the atb45 device would not staple. Another device was used to complete the case. There was no consequence to the pt. The device was discarded.